Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and attempting to send the 12-lead electrocardiogram (ECG) to jihlava cardiology center, the device restarted unexpectedly. Following the restart, it was observed that the 12-lead ECG waveform was not successfully transmitted. User states after identifying the failed transmission to jihlava cardiology center, they then sent the 12-lead ECG waveform again. A request for additional information regarding the incident has been sent, including a request for confirmation of successful subsequent transmission of 12-lead ECG waveform, and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and attempting to send the 12-lead electrocardiogram (ECG) to jihlava cardiology center, the device restarted unexpectedly. Following the restart, it was observed that the 12-lead ECG waveform was not successfully transmitted. User states after identifying the failed transmission to jihlava cardiology center, they then sent the 12-lead ECG waveform again. Information obtained through good faith effort indicated that following the device restart, the 12-lead ECG waveform was successfully sent to jihlava cardiology center. No harm or impact to the patient occurred as a result of the incident.

Manufacturer narrative:
Device problem code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while recording and attempting to send the 12-lead electrocardiogram (ECG) to jihlava cardiology center, the device restarted unexpectedly. Following the restart, it was observed that the 12-lead ECG waveform was not successfully transmitted. User states after identifying the failed transmission to jihlava cardiology center, they then sent the 12-lead ECG waveform again. Information obtained through good faith effort indicated that following the device restart, the 12-lead ECG waveform was successfully sent to jihlava cardiology center. No harm or impact to the patient occurred as a result of the incident.